Event description:
During product evaluation by a service technician, it was found that the right force sensing resistor (fsr) of a flogard infusion pump was damaged. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing identified the damaged right force sensing resistors (fsr). The cause of the damage is unknown. To address this condition, the fsr was replaced. The device was restored to a good working condition and returned to the customer. If any additional information is received, a supplemental report will be submitted.